Event description:
Drive devilbiss healthcare is the initial importer of the device which is a wheelchair. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. We will file a follow-up when additional information is available. The leg rest was detached from the device at the time of the incident the front lg post came down and was open ended. It cut the user's leg. They sought medical attention at the facility where the nurse came to bandage and clean up liquid draining from the cut. The user's leg is swollen no stitches were required. A big bandage patch was applied to stop the bleeding.